Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative installed the necessary part the solenoid driver board on the iabp, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is the getinge designee who has different contact details from that of the event site; however, his contact details are unknown.

Event description:
It was reported that during a field action performed by a company service representative on the cs300 intra-aortic balloon pump (iabp), the company service representative encounter an out of box failure of the solenoid driver board. There was no patient involvement, and there was no adverse event reported.